Manufacturer narrative:
A4 - unk. A5 - unk. A6 - unk. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm5_12.6, -14.0/3.0/090 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2023 the lens was replaced with a same size , similare (sphere/cylinder/axis) lens due to refractive surprise and toxic anterior segment syndrome(tass, eye drop treatment performed). The problem was resolved. Cause of the event is reported as other, tass caused by injector, astigmatism correction.

Manufacturer narrative:
B5 - the reporter indicated that a 12.6mm vticm5_12.6; -14.0/3.0/090 (sphere/cylinder/axis) implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2022. On (B)(6) 2023 the lens was exchanged with a same size similar power lens due to toxic anterior segment syndrome (tass, eye drop treatment performed). The problem was resolved. Cause of the event is reported as other, tass caused by injector. The doctor believes that tass may have been induced by using an injector that was not staar's injector. H6 health effect clinical code: 2137 should be removed. Claim#: (B)(4).

Manufacturer narrative:
H6: type of investigation 3331: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim#: (B)(4).